Manufacturer narrative:
The reported complaint of user advisory - ua45 (not at "home" position after power-on/restart) on the autopulse platform (sn 34001) was confirmed during functional test and archive data review. It was determined that the root cause was due to a driveshaft not at home position as a result of user error. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on. A user advisory - ua45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory - ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. No physical damaged observed on the ap platform during visual inspection. During archive data review, ua45 error message was observed on the date when the reported issue occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua45 (not at "home" position after power-on/restart) displayed when the platform was turned on. Thus, confirming the reported complaint. The encoder drive shaft does not rotate smoothly, exhibits binding and resistance. To remedy the issue, the shaft was rotated to home position by using the administrative menu. The ap platform was re-tested and as expected, it passed all functional tests and ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform serial number (B)(4).

Event description:
The customer reported that during patient use while on a helicopter, the user's autopulse platform (sn (B)(4)) displayed user advisory - ua45 (not at "home" position after power-on/restart) error message. Unable to use the ap platform, the user reverted to manual CPR. Note that the patient had a gun shot wound. No known impact or consequence was reported.